Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported difficulty appears to be related to user error. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-ramus intermedius coronary artery that was mildly calcified and heavily tortuous. The trek rx 2.50 x 15 mm balloon ruptured during the first inflation at 15 atmospheres. Another device was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight: (B)(6). Date of occurrence changed from (B)(6) 2017 to (B)(6) 2017. The reported patient effect of angina, as listed in the instructions for use (IFU), is a potential adverse effect. User facility medwatch report number (B)(4).

Event description:
Subsequent to the previously filed medwatch form, new information received confirms the date of event is (B)(6) 2017. The nc trek rx 2.5 x 15 mm balloon ruptured during the third inflation at 18 atmospheres. Shortly after this, patient complained of 10/10 chest and jaw pain. Pain medication and vasodilator were given per physician and chest pain improved within 15 minutes after the patient was medicated.